Event description:
It was reported by the customer's husband that the customer had no delivery alarms and a blood glucose level over 600 mg/dl. Customer had 3 instances of no delivery alarms last night and woke up with a high blood glucose level this morning. Customer changed the set and treated with an injection. Caller reported that the alarm was resolved by an infusion set change. Caller does not have the pump with him. Caller was advised to call back when he's able to count how many infusion sets are being exchanged. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.